Event description:
It was reported to medtronic minimed that the customer experienced damage on pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, customer reported belt clip got caught force pulled causing crack at the back. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, broken reservoir tube lip, peeling keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and broken belt clip rails. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.